Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting oversensing and noise with isometrics. A revision procedure was performed, where the lead and the device were removed from the patient's pocket. The physician noted that the device setscrew was fully tight. When the lead was removed from the pocket, it was noted there was an insulation breach on the lead just distal from the pin and proximal to the suture sleeve. The physician elected to use medical adhesive to repair the lead and re-implanted the lead subpectorally. Multiple maneuvers were done to see if they could elicit noise or oversensing, and none were observed. The lead and device remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.